Manufacturer narrative:
(B)(6). The device was manufactured july 14, 2016 ¿ july 16, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the device had delivered between 67 - 70% of the expected dose. The device had been filled with piperacillin / tazobactam in 0.9% sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.